Event description:
It was reported that the physician was using the camera system during a surgery when they experienced dark video. This allegedly caused the surgeon to poke a hole in the stomach of the patient. The surgery was completed successfully. Additional information explained that the issue was resolved by moving the scope/camera to a better angle and the same product was used to complete the surgery successfully.

Event description:
It was reported that the physician was using the camera system during a surgery when they experienced dark video. This allegedly caused the surgeon to poke a hole in the stomach of the patient. The surgery was completed successfully. Additional information explained that the issue was resolved by moving the scope/camera to a better angle and the same product was used to complete the surgery successfully.

Manufacturer narrative:
Additional information explained that the issue was resolved by moving the scope/camera to a better angle and the same product was used to complete the surgery successfully. This is a filing to document the incident but does not represent a relationship based on cause between the product and the incident. The reported device was not received for investigation; therefore the reported failure cannot be confirmed. The complaint will be closed without a detailed investigation report and based on probable root cause. In the event that the device is received, the complaint will be reopened, a full evaluation will be conducted, and the investigation will be updated with the new results. Probable root cause for the reported failure involving this device could have been caused by: digital board, main board, transition board, poor grounding (e.g. ""Finger"" grounding tab connecting front and rear enclosure. Camera head connection from cable to transition board.). The product was not returned for investigation and therefore reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
The reported device was not received for investigation; therefore, the reported failure cannot be confirmed. The complaint will be closed without a detailed investigation report and based on probable root cause. In the event that the device is received, the complaint will be reopened, a full evaluation will be conducted, and the investigation will be updated with the new results. Probable root cause for the reported failure involving this device could have been caused by: digital board; main board; transition board; poor grounding (e.g. ""Finger"" grounding tab connecting front and rear enclosure. Camera head connection from cable to transition board.). In sum, the reported failure could not be confirmed since the device was not received for investigation. (B)(4).